Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-07, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (35 mcg/ml, 6.651 mcg/day) and morphine (5 mg/ml, 0.95 mg/day) via an implantable pump for spinal pain. It was reported there was a scheduling issue and the patient's refill date was (B)(6), but actually should have been (B)(6). On (B)(6) 2020, the pump went empty. On (B)(6) 2020, the hcp put saline into the pump. Pertinent information was reviewed. The hcp stated that today they did get the expected amount of saline. Troubleshooting resolved the reported issue. No symptoms or patient complications were reported.